Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective upgrade for magnetic resonance imaging (MRI) access and charging difficulties. Also, there was inadequate placement for one paddle and high impedances on the other paddle. Sales representative was able to maintain coverage in pain areas during post operatively appointment. Explanted devices will not return due to facility policy and electrocautery was used during the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 15651190. Product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 15891064.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15651190. Product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15891064.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective upgrade for magnetic resonance imaging (MRI) access and charging difficulties. Also, there was inadequate placement for one paddle and high impedances on the other paddle. Sales representative was able to maintain coverage in pain areas during post operatively appointment. Explanted devices will not return due to facility policy and electrocautery was used during the procedure.